Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high left ventricular (lv) lead pacing impedance. Follow up yielded no information. The lv lead remains in use. No patient complications have been reported as a result of this event.